Event description:
Additional information was received via a consumer (patient¿s sister). It was reported that the patient¿s pump had not worked in over two years and they thought it was supposed to be replaced but they couldn¿t find a healthcare provider to replace it. The date of the event was unknown. It was believed that the pump contained morphine at the time of the event. The drug concentration and dose rate of morphine was unknown. It was further reported that the patient passed away on (B)(6) 2020 due to complications from covid-19. The death was not thought to be related to the patient¿s device or therapy. The patient was to be cremated tomorrow ((B)(6) 2020) and they were considering if this was safe to do with the patient¿s pump still implanted. It was reviewed at the time of the report that the pump needed to be explanted prior to cremation. It was indicated that the funeral parlor director told them that they would not explant the pump because the patient was ¿so infected with covid¿. Having the funeral parlor call technical services to review information was being considered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that pump had been alarming since (B)(6) 2017. It was reported that the patient did not hear the pump alarming. The caller stated that surgery was going to be performed but that there were scheduling issues. It was noted that the patient was missing their identification card and was transferred to registration to have one sent. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10 mg/ml, dose not reported, via an implantable pump. The indications for use was not provided. On (B)(6) 2019 it was reported that an alarm occurred. Per the healthcare provider the patient currently resides in (B)(6) and no longer had a managing hcp for their pump (due to workers comp issues). The patient¿s pump started alarming today and they have a professor that works with pumps and stated she believes this patient's pump was critically alarming. The healthcare provider did not have access to a clinician programmer to check the pump. There were no patient symptoms and the reporter was transferred to the nas (national answering service) to page out a local representative. Additional information was received from the company representative the same day who reported that she was currently with the patient. The representative was seeing the pump shut down screen after interrogation. The logs were retrieved and per the company representative according to the logs the pump went empty on (B)(6) 2018 and eos (end of service) occurred (B)(6) 2019 which was normal and expected. The company representative stated she would shut off the pump from here. No further complications were reported or anticipated.